Event description:
It was reported a hole on the catheter was discovered when the patient was on a x-ray the other day because it started to tense in the arm when the contrast was given. The x-ray staff says that the contrast also went in as it should, but she had a very clear area where it went subcutaneously as well. About 20cm and it was really tense and swollen. They checked backflow before starting according to the patient and it was ok. The PICC was put in 16 / 2-21 and drawn 7/6. It has not been given chemotherapy in it but the health center wanted it to give venofer infusions. In addition to that, the patient has obviously received contrast via x-ray as well.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in a catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned sample was evaluated, and a split was observed in the catheter approximately 7.7 cm distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were slightly rounded due to repeated material wear. Dulling of the material surface finish and ¿c¿ shaped impressions leading up and into the fracture site, which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Additional cracking and whitening of the catheter material at the corners of the split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew0733 showed no similar product complaint(s) from this lot number.

Event description:
It was reported a hole on the catheter was discovered when the patient was on a x-ray the other day because it started to tense in the arm when the contrast was given. The x-ray staff says that the contrast also went in as it should, but she had a very clear area where it went subcutaneously as well. About 20cm and it was really tense and swollen. They checked backflow before starting according to the patient and it was ok. The PICC was put in 16 / 2-21 and drawn 7/6. It has not been given chemotherapy in it but the health center wanted it to give venofer infusions. In addition to that, the patient has obviously received contrast via x-ray as well.